Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient could not yet get their infusion system refilled and had gone through severe withdrawal as the pump was now empty. It was also noted that the patient was not thinking clearly while going through withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no available drug (morphine without preservative/duramorph) in their country and that they would not be able to support until the patient got refilled abroad.